Event description:
It was reported that the patient died. Cause of death and relationship to the device was unknown. The type of medication, concentration and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.